Event description:
The hcp was unable to access the reservoir fill port after numerous attempts. The hcp was not able to fill the pump. The hcp considered the pump flipped. The pump had 14 mls of medication to be utilized before it reached 1 ml. The pump delivered lioresal. The hcp stated they sent the patient to their neurosurgeon to confirm and revise pump orientation. Per the surgeon, the patient experienced hypertonia. The pump has/will be revised. The patient outcome was reported as no injury.

Manufacturer narrative:
(B) (4).